Event description:
The customer reported differential (diff) background failures on a coulter lh 750 hematology analyzer. Troubleshooting with the assistance of customer technical support (cts) over the phone failed to resolve the issue, and a service visit was requested. Erroneous patient results were not generated and there was no change or affect to patient treatment in connection with this event.

Manufacturer narrative:
A field service engineer (fse) evaluated the instrument on 04/01/2015. The fse indicated that backwash tank was contaminated with cleaner reagent due to a failed solenoid vl61. The fse found that pinch valve vl61 was not opening. Vl61 is used during instrument shutdown to drain diluent from the backwash tank as it is replaced with cleaner. Since vl61 malfunctioned during shutdown, a mixture of diluent and cleaner remained in the backwash tank, which caused the diff backgrounds to fail. The valve was replaced, resolving the issue. The repairs were verified per established service procedures. (B)(4).